Event description:
The reporter stated that they did back to back (rapid succession) blood glucose tests, using the same fingerstick. The results were 169 and 285 mg/dl. Reporter did not have any symptoms. Control testing was not done due to unavailability of supplies. On followup, the reporter stated that they check the confirmation dot on the test strip for adequate coverage. Reporter stated that they did a control test with new solution and the result was in range. No harm was alleged.